Manufacturer narrative:
During inflation, the balloon ruptured at rbp. Recurrence of this malfunction could result in a flow limiting dissection or perforation. No patient injury reported. This MDR is being reported conservatively. Patient information regarding relevant tests/laboratory data or medical history are unknown. Attempts to obtain the information has not been successful. The angiosculpt device was not returned by the facility, thus no returned product investigation was performed.

Event description:
The angiosculpt device was used in a severely calcified and severely tortuous mid sfa. During the third inflation at 14 atm for five seconds, the balloon ruptured. No patient injury reported.